Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown. Additional 510(k) number is k943604.

Event description:
Dr. Indicated malfunction. The implant body cannot be removed from the fixture mount. The implant was removed and another implant was placed. Tooth location #21.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. D9: device availability was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was added. H6: type of investigation was added: 3331, 4109 and 4111. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of mount not disengaging from implant was not confirmed. Visual evaluation of the as returned product identified minimal signs of use. The reported event could not be recreated when the returned product was functionally tested. The mount was able to disengage with little effort using normal hand tools. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and one other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.